Event description:
It was reported that a patient experienced a breach in aseptic technique during peritoneal dialysis therapy, which resulted in the development of bacterial peritonitis. The breach in aseptic technique was further described as touch contamination. The patient was hospitalized for the event with symptoms of abdominal pain. The patient was initially treated with ceftazidime and cefazoline intravenously (dose and frequency not reported) for the peritonitis. After 9 days, cefazoline treatment was switched to intraperitoneal (ip) administration and treatment with ip gentamicin (40mg daily) was initiated for the peritonitis. Two days after hospitalization, the patient was discharged. At the time of this report, the patient was recovering from the peritonitis. Dianeal therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.